Event description:
Procedure: CABG. According to the reporter: the clip scissored causing a tear in the saphaneous vein. The surgeon used prolene suture to repair the tear. The case was delayed 30 minutes. No significant bleeding. Tissue damage occurred.

Manufacturer narrative:
(B)(4).